Event description:
Customer states: there seems to be a ridge on the inside of the tracheostomy making suction very difficult. Customer reported that this was discovered during a routine replacement. The home care provider was able to fixate the tube to work, however, an election was made to remove the tube and replace. The home care provider confirmed the tube was replaced without further incident.

Manufacturer narrative:
(B)(4). The sample is currently in transit to the mfg site for analysis.